Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The power module device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was found that the housing was open, and there was a heat sealing defect. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the power module device emitted a dull sound when started, and the noise became worse during use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.